Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the down arrow button was like ¿mush¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad cover. The contrast button was intermittently responsive during testing. Contamination was found under the contrast and down arrow button contacts when the keypad cover was removed.